Event description:
Repair request initiated for device with the report of not a complaint. It was reported that there was no patient involvement. Repair escalated to product event on evaluation due to overheating.

Manufacturer narrative:
B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident. H3: product analysis: evaluation determined that the device was overheating, and the temperature was measured to be 120°f. The likely cause of failure could not be determined. It was noted also that the worn bearings and a loose stator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.